Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a nozzle had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
Correction: g2 - company representative, distributor, foreign, and user facility were selected, but only company representative and foreign should have been selected. H4 - 29 feb 20216. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material was identified to be a mixture of organic silicone, deriving from chemicals or antifoaming agents and silicic acid generating from chemicals, cleaning agents, or residual water. There was no physical damage found at the residue point of the nozzle. The legal manufacturer was able to confirm there were no deviations from the reprocessing steps as presented in the instructions. Based on the investigation results, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.